Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was provided with pump reset information by technical support and was assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to contact technical support if the issue arises again. The customer acknowledged and understood these instructions.